Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and was not capturing or sensing. The lead was repositioned but dislodged again a few days later with a subsequent decrease in sensing and increase in thresholds. The lead was removed and not replaced. No patient complications have been reported as a result of this event.